Manufacturer narrative:
B1, b2, h1 and h2 - updated.

Manufacturer narrative:
D9. Date returned to manufacturing -4/1/2024. H6. Investigation codes: updated. Two devices were returned for evaluatio. Vi.sual inspection was performed, and it was observed that the two parts exhibited lack of solvent between the bonding union of the tube and filter. Functional testing was performed, and it was observed that the two samples leaked between the bonding union of tube and filter. Pull test and tubing measurements were acceptable. The customer¿s reported problem was confirmed. The most probable cause of the condition identified is related to lack of solvent the between the bonding union of tube and filter. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. A CAPA was initiated to investigate root cause.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that one set of pediatric filtered tubing was leaking out around filter. Tubing replaced. The medical intervention required IV tubing was changed after discovery of leak. Patient was not tachycardic, hypertensive, tachypneic and developed a low-grade fever (37.6c) and was very restless. Found the leak and determined the patient had been leaking dexmedetomidine out of his line for around 4 hours before discovery. The outcome of the event was resolved.